Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states when the end user hits a bump, the left drive wheel comes off the ground.